Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow up, out of range high defibrillation impedance was noted on the right ventricular (rv) lead. The high impedance was suspected to be due to possible pocket encapsulation. Diagnostic imaging was performed and no lead damage was observed. Abbott technical services was contacted and recommended reprogramming. No intervention has been performed. The patient was in stable condition and will continue to be monitored.